Event description:
It was reported to philips that the device's battery was unable to charge. It was reported that the device was in clinical use, however there was no reported adverse event to the patient or user. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl + defibrillator (model # 861290) and will be reported in the united states under device model # 861290.